Event description:
It was reported that during a laparoscopic cholecystectomy, the clip did not come out though the trigger was grasped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and after several actuations no clips were fed into the jaws; however, three clips were fed intermittently. The lockout mechanism could not be tested and the indicator wheel was overtraveled. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing the feeding issues. In addition, twelve clips were found inside the clip track. No conclusion could be reached as to what may have caused the damage at the feeder shoe and the indicator wheel failure. The device record was reviewed and no anomalies were noted during the manufacturing process.